Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the 26mm sapien 3 valve could not advance through the esheath. The physicians removed the entire system and reattempted to advance with a new delivery system/valve. A lot of force was required to advance the second valve through the esheath, however, it was able to be successfully implanted. After further investigation, it was realized that the femoralis superficialis was opened by cut down rather than the common femoral artery. It was believed that the vessel was ¿too small¿ and dissected, but could be repaired. The patient was noted to be doing well at the conclusion of the case.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The expandable esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During manufacturing the sheath shaft components are 100% visually inspected and undergo 100% final inspection by both manufacturing and quality during final assembly for the following: delamination, wrinkles, kinks, bends, or mechanical damage on the shaft, circumferential oriented surface defects, protruding or missing material, dents, cuts, cross linking of hdpe (blue) across liner (clear), holes or tears on the strain relief, witness lines with exposed ptfe liner, remnant lines (white lines), seam separation, stress line(s) in the liner, and notches on the bottom side of the liner when holding the housing in the left hand. In addition, the sheath is dimensionally inspected for the following: shaft outer diameter (od), tip inner diameter (ID), tip length, working length, coating length, and strain relief length. After sterilization, product verification (pv) was performed on finished devices for the work order under a sampling basis. The esheath samples were visually inspected for seam separation, holes and tears in strain relief. The samples were inspected after the expansion test for damage (i.e. Tears), and stretching. During the manufacturing of the commander delivery system, the flex tip outer diameter is 100% inspected to ensure correct size is used, as it is the largest component that pass through the sheath. The delivery system also undergoes 100% manufacturing and quality inspection for the following: missing components, incorrect assembly and device damage (e.g. Kinks, cuts). In addition, the flex shaft is inspected for kinks, bends, cracks, or deep scratches in the stent area that expose the braid. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. DHR review was performed and the work orders did not reveal any issues that could have contributed to this complaint event. A review of lot history revealed no additional complaints for ¿sheath shaft- resistance with delivery system, bc¿. A review of the complaint history from october 2017 to september 2018 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for all the trend categories. One complaint revealed a potential manufacturing non-conformance (underscored distal tip); however, no distal tip tear was reported. A definite root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation and no imagery was provided for review, the complaint for ¿sheath shaft ¿ resistance with delivery system¿ was unable to be confirmed. A review of complaint history, lot history, and DHR revealed no indication that a manufacturing nonconformance contributed to the complaint events, and a review of manufacturing mitigations further supports that the devices have sufficient inspections in place to identify defects related to the complaint events. A review of the IFU/training materials revealed no deficiencies. Training materials indicate that the insertion force of the sheath and delivery system can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. The presence of calcification could reduce the access vessel diameter and prevent the liner of the sheath from proper expansion, resulting into the resistance as reported in this event. As it was mentioned in the cer ¿after the procedure, while reviewing the case, it was noticed that the femoral access site was too low and the access was done at the femoralis superficialis instead of the common femoral artery. The femoralis superficialis diameter was too small and this was the reason for having problems getting the valve through the e-sheath.¿ per description it can be concluded that the alleged resistance was felt due to the access vessel diameter being too narrow for the sheath to pass through. The complaint was unable to be confirmed, and no training/IFU/labeling inadequacies were identified. No manufacturing nonconformance was identified during evaluation. In this case, available information suggests that patient factors (access vessel diameter/calcification) may have contributed to the reported event. However, a definitive root cause in unable to be determined. Review of complaint history revealed that the occurrence rate does not exceed (B)(6) 2018 control limits for this trend category. Therefore, no corrective or preventative action is required.